Manufacturer narrative:
The sample is indicated as unavailable for evaluation. However, the device problem is captured in a CAPA, (B)(4), and a product recall had been in effect for lots that include the one from this complaint.

Event description:
After the ptcd procedure and the operator check the image found 0.018 guide wire tip coil detachment.